Event description:
It was reported that the patient with occlusion of the left middle cerebral artery m2 segment, undergoing balloon angioplasty and stenting of the middle cerebral artery. The subject guidewire was prepared to advance the microcatheter distally within the vessel. The subject guidewire was removed after thorough flushing through the hemostatic valve and shaped to 45 degrees. Multiple attempts to cross the lesion using the subject guidewire were unsuccessful. The subject guidewire was withdrawn for re-shaping, at which time suspected fracture of the outer layer at the tip of the subject guidewire was identified. A new guidewire of the same type was immediately replaced. The lesion was successfully crossed after 3 attempts with a new guidewire. Subsequent balloon angioplasty was performed uneventfully, and the stent was implanted. The procedure was completed smoothly, and the patient was returned to the ward in stable condition.